Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) started showing an unknown error code and shut off was confirmed during review of the archive data but not during functional testing. During functional testing, the autopulse platform passed functional testing and worked as intended. However, based on the archive data review, on the reported event date, the platform halted after 8 compressions. This was attributed to user advisory (ua) 17 (max motor on-time exceeded during active operation), which indicated that the patient had a large and very stiff chest circumference, making compressions difficult. After the advisory was cleared, the platform was used again for multiple sessions. It stopped compressions once more due to (ua) 07 (discrepancy between load 1 and load 2 too large), as the load sensing system detected a weight/load imbalance between the two load cells during operation and when powering on. Following the clearance of this advisory, the platform continued to be used until it stopped compressions again after several sessions, due to (ua) 02 (compression tracking error). This error occurred as the drive shaft rotated and tightened the lifeband (which compresses the chest) but the load sensors did not register the expected increase in load. The target for load uptake and the maximum load sum values recorded during compression indicated that the applied load was insufficient, triggering the fault. There was no recorded platform shut-off on the event date; however, there were two incidents of automatic timeouts, where the device powered off to conserve battery. The root cause of the platform's stopped compression was related to multiple uas, related to the patient having a large and very stiff chest circumference, making compressions difficult, and the patient might have shifted during the compression and take up. A review of the archive data showed ua17, ua07, and ua02; thus, related to the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test indicated both load cells function within the specification. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The ua17, ua07, and ua 02 messages in the archive were not reproduced and the platform functioned as intended. During service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported that during a patient event on 2/11/2025, the autopulse platform (sn (B)(6). Started showing an unknown error code. The crew was unable to see the error codes because the patient was large. They do know that the platform sounded an error and shut off. The crew switched to manual CPR after the autopulse errored and shut down. The patient is deceased; however, the ems director does not think that the autopulse operating correctly would have changed the patient outcome.